Event description:
It was reported that during a mid left anterior descending coronary artery (lad) interventional procedure, after predilatation with a nc trek balloon dilatation catheter (bdc), there was a class b dissection found. An unspecified stent was implanted as treatment for the dissection successfully. There was no clinically significant delay in the procedure. The patient was discharged on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of vessel dissection is also listed as a known adverse event in the instruction for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.